Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that he had issues with the insulin pump's down arrow button. He had to press it really hard for it to work. Customer's blood glucose level was 75 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with loose protruded drive support disk also, with intermittent button response due to flattened up keypad dome. The keypad connector was found closed properly during our visual inspection. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, reservoir tube cracked and cracked reservoir tube window.